Event description:
It is reported that the device was implanted in 2008. The following month, the lag screw slid about 10mm. It is unk if a revision surgery will occur.

Manufacturer narrative:
Evaluation summary: no product or x-rays were returned for evaluation. However, the probably cause could be that the nail cap may not have been fully tightened into one of the 4 lag screw slots in which case it acts as a sliding cap and not as a locking cap. This can be ensured when the nail cap flange is felt seating in the lag screw groove. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.